Manufacturer narrative:
Product complaint # (B)(4). Additional evaluation summary: an empty labeled winding former and a detached needle of (B)(4), lot # pd2380 were received for evaluation. During the visual inspection of the sample, the swage and attachment area were noted to be as expected. Body fluids and marks could be observed on the body needle that appear to be by use of a surgical instrument. No suture remnant was observed into the barrel hole and the suture was not received to determine the assignable cause. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition, it could not be determined what may have caused the reported incident.

Event description:
It was reported that a patient underwent a cesarean section procedure on (B)(6) 2019 and suture was used. It was reported that the needle pulled off the suture during the procedure. Changed another one to complete the surgery. There was no adverse patient outcome. No further information is available.